Event description:
During a routine cataract extraction procedure the surgeon reportedly experienced a vacuum surge near the end of the case causing him to break and aspirated the capsule from the eye. As a result it was necessary for the surgeon to implant an anterior chamber intraocular lens. The pt was reported as doing fine.